Manufacturer narrative:
The metal battery cap contact was loose from the battery cap housing. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was damaged out of the box. There was a copper tab blocking the battery compartment which did not allow her to change the battery. The blood glucose reading was 169 mg/dl. Nothing further was reported.